Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of over 1000 mg/dl. The customer was treated with correction in the hospital. Customer stated they was in emergency room. Customer stated they assisted with emergency team. Customer performed self-test and it was passed. The insulin pump will not be returned for analysis.